Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were there any difficulties intraoperatively with the device? How was the leak identified? How was the leak addressed? Does the surgeon believe that there were other contributing factors of the post-op leak? What is the current patient status?

Event description:
It was reported that post-op of a bi-lobectomy procedure that surgeon used gold reloads on the middle bronchus firings and green reloads on the lower bronchus firings, staple lines appeared to be fine and the leak test passed with no issues. Within forty-eight hours post-op a leak was found. Patient is currently in the hospital waiting for the leak to heal.

Manufacturer narrative:
(B)(4). Additional information requested and received: there is no additional information, the patient was able to go home 7 days later.